Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one opened 50-count shelf carton containing nineteen safetyglide needle assemblies in fully sealed blister packs confirmed to be from batch 0037240 (p/n 305916) were received and evaluated. All the cannulas were visually inspected with nothing in the fluid path. No defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as the samples returned had no observable defects. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd safetyglide" needle was clogged during use and would not deliver the vaccine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "called the customer and asked if the syringe or the needle was problematic, and she stated that the needle was the problem not the syringe, adding that when she removed the needle she was able to administer the vaccine. She added that the needle was either clogged or something else, but the issue was with the needle."